Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. The delivery system was visually inspected and upon removal of the y-connector strain relief, a break in the balloon shaft was found. No other abnormalities were observed. With the strain relief in place, a leak was observed during balloon inflation as fluid was observed underneath the strain relief distal to the y-connector. The outer diameter of the balloon shaft was measured just distal to the break. The od of the balloon shaft was measured and met specification. The outer diameter of the flex tip was measured to ensure it did not contribute to the crossing difficulty. The od of the flex tip was measured and met specification. The work orders for the complaint device, and the applicable components related to the reported complaint were reviewed and did not reveal any issues that could have contributed to this complaint. Review of complaint history reveals that the occurrence rate for leakage for the commander delivery system did not exceed december 2015 control limits for this trend category. Review of complaint history reveals that the occurrence rate for crossing difficulty for the commander delivery system did not exceed december 2015 control limits for this trend category. No IFU/training deficiencies were identified. During manufacturing, the commander delivery system underwent multiple 100% inspections, including the outer diameter of the flex tip, inspection for mechanical damage, and balloon leak testing post assembly. Furthermore, the manufacturing lot underwent product verification testing on a sampling which includes a tensile test of the y-connector/balloon shaft joint. For this work order, this tensile test is measured and accepted. The complaint for delivery system leakage was confirmed as a break in the balloon shaft just distal to the y-connector was observed. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause the damage, it is also possible that something occurred in the manufacturing process which may have also contributed to the break in the shaft. Since the root cause is undetermined, a CAPA has been opened to continue investigation and implement any needed corrective actions. The complaint for difficulty crossing native annulus was unable to be confirmed. No potential manufacturing non-conformances were identified in the returned delivery system. The cer states that balloon aortic valvuloplasty (bav) was not performed and that the patient had moderate calcification of both the native annulus and leaflets. It is likely that the calcification in conjunction with not performing the bav caused the delivery system to get stuck on one valve cusp as described in the cer. Therefore, the likely root cause of this complaint is a combination of patient (calcification) and procedural (not performing bav) factors. Due to the severity associated with the complaint, a pra was initiated to assess risks associated with the issue. Since the root cause of the complaint is undetermined and a manufacturing non-conformance cannot be ruled out, a CAPA has been initiated for further investigation and implementation of corrective/preventive actions as needed. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were confirmed during product evaluation for difficulty crossing the native annulus, no corrective/preventative actions are required per sop5101. Since no product non-conformance or training/IFU deficiency was confirmed, a pra is not required. The complaint was confirmed and no labeling inadequacies were identified for the delivery system leakage. The root cause has not been determined at this time. Pra has been initiated for risk assessment and corrective (or preventative) actions are being addressed through a CAPA. The complaint of difficulty crossing the native annulus could not be confirmed, and no labeling inadequacies were identified. Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliates, during the 26mm sapien 3 case by tf approach, the delivery system leaked during inflation. No bav was performed. The valve was crimped according to guidelines. Insertion of the device through the e-sheath and valve alignment were done without problems. However, the native valve could not be crossed, the delivery system got stuck on one cusp. The doctor did not want to use high push force so he pulled back the system into the descending aorta and inserted a 22mm tyshak balloon for valvuloplasty. Valvuloplasty was performed successfully and the delivery system was able to cross the native valve. However, when inflation was started, the plunger of the inflation syringe did not have normal resistance. The valve opened up about a quarter of the way. A 50ml syringe was then used but almost half of the volume leaked out at the proximal part of the handle. It was necessary to re-fill the 50ml syringe several times, and the rapid pacing was prolonged. Through this maneuver it was possible to inflate the balloon to a size were the valve opened up sufficiently and anchored in the native annulus. The patient needed some time to recover and pressure took a while to rise up again. Epinephrine was given over the pigtail directly into the aortic root. Tee showed small pvl and therefore the decision was taken to post dilate with a 25mm tyshak balloon. Balloon inflated to a diameter of 24mm. And the result was no pvl and the gradient was 0. The patient was extubated on ICU and neurologically normal.